Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that oversensing/noise was observed with the right atrial (ra) lead, and the noise could be reproduced during in-clinic isometrics testing. Numerous mode switches were noted. Reprogramming was performed and the ra lead remains in use. No patient complications have been reported as a result of this event.